Manufacturer narrative:
(B)(4) section g4: PMA/510(k) number: the 043042347- neopuff fascia & valve assembly is a spare part of rd900 neopuff infant resuscitator. Therefore, the 510(k) number for rd900aeu / rd900afu has been used under the section g4. Method: the rd900 neopuff infant resuscitator's fascia & valve assembly was not returned to fisher & paykel healthcare (f&p) for evaluation. Therefore, our investigation is based on the information, photographs provided by the customer and our knowledge of our product. Results: visual inspection of the provided photos revealed that the manifold port was broken on manometer tube side. Conclusion: without the complaint device being returned for investigation, we are unable to determine the exact cause of the reported fault. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A distributor in (B)(4) has reported that an rd900 neopuff infant resuscitator's fascia & valve assembly was found to be damaged before its first use. It was reported that the "t-piece for gas outlet and gas inlet broken". There was no reported patient involvement.